Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista 1000 was intended for a demo. However, it intermittently alarmed "technical failure 400 - inspiration valve or device leaky." There is no patient involved as it happened prior to customer sales pitch.

Manufacturer narrative:
Device evaluation: result of investigation:failing start-up self test with alarm 400 - "inspiration valve or device leaky" and failing inspiration valve self-test due to small measured internal leak <5 lpm. Error : 4 and error :6 was also active during this. Error 4 means that the blower pressure was too low or unstable and error 6 means there is a small leak between 0.7 to 5.0 lpm @ 0 steps of the inspiration valve (= valve fully closed). Inspiration valve test performed 3 times, only once the tightness test failed all the other test's passed. The root cause of failure is a defective inspiration valve nt.